Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with safil violet suture. The client reported that when opening the package he found the needle detached from the thread.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open (unused) sample with the needles detached from the thread and the thread still wound on the pack. When trying to extract the thread from the pack, it breaks into pieces, it is degraded. The thread has been degraded by hydrolysis along these almost four years since the product was manufactured. Due to this fact, also the needles were detached from the thread. After checking the aluminum pouch, a hole/cut is detected in the upper left part of the pouch, as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received concerning this code batch, we assume an accidental and isolated unit. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover there is a project on-going that takes actions to improve the tightness detection system.